Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. Resistance testing found also the current to be within the specifications. The condition of the returned incident device was not consistent with the complaint; failed to deliver energy. The most probable root cause could not be confirmed as the returned device was within manufacturing specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device failed to deliver energy while attempting to remove a 5mm polyp from between transverse colon and descending colon. The physician completed the procedure using normal biopsy without any problem. Minor bleeding occurred but was reported that it stopped on its own. No device damage was noted and no error was found on the ground pad or generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Concomitant medical product: erbe vio300 generator and non boston scientific active cord. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device failed to deliver energy while attempting to remove a 5mm polyp from between transverse colon and descending colon. The physician completed the procedure using normal biopsy without any problem. Minor bleeding occurred but was reported that it stopped on its own. No device damage was noted and no error was found on the ground pad or generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.